Event description:
Boston scientific crm received information that this local representative contacted technical services to report that this recently implanted device and lead system will be explanted due to infection.

Manufacturer narrative:
The available information suggests that the device and lead system remain in-service at this time. The event will be reopened if additional information is received.